Event description:
The customer reported that their AED will not power on and the asi is flashing red. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported that their AED will not power on and the asi is flashing red. The maintenance schedule is reported as monthly. Communication with the customer did not establish a cause for the reported issue. Customer inserted a new battery pack, cleared the service code warning and the asi is flashing green. AED is ok to remain in service. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.